Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the catheter kinked every 17-20 months after installation. It was stated the healthcare provider (hcp) would perform myelograms and everything would be normal. Then the hcp would surgically replace the catheter because they did not know what to do; ¿thinking it might be kinked.¿ the patient thought the catheter unkinked when the dye was injected (due to pressure). When cerebrospinal fluid (csf) was aspirated, the catheter was ¿doing fine.¿ the pump was replaced and a catheter revision of a kink occurred on (B)(6) 2010. The patient experienced withdrawal and the hcp decided to replace both because the pump was nearing longevity. The withdrawal reportedly began in 2009. It was further stated the patient would be ok for 3-4 months after replacement. It was also reported the patient experienced abnormal smells (from real sweet to burning rubber). The patient had been working with the hcp about the issue. The issue was not as prevalent as when the patient had medication in the pump. The issue began when dilaudid was in the pump in 2009/2010). It was unknown what drug the pump was used to deliver at the time of the event. At one time, the pump was used to deliver morphine (unknown) and bupivacaine (dates were unknown). At some point in 2009/2010, the drug was switched to dilaudid and bupivacaine after hospital admission for observation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.